Event description:
A surgeon reports that during intraocular lens (iol) implantation, as the iol was unfolding in the eye, the lens looked like a piece was missing at the junction of the lens and the iol. The surface appeared rough with white dots. The surgeon cut the lens in half, removed and replaced the iol during the same procedure. The incision was widened to facilitate removal of the lens.